Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl cause was known. Customer addressed their bg with consuming glucose tablets and pineapple juice. Customer alleged that the pump miscalculated bolus, however during troubleshooting with tandem technical support, the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.